Event description:
Patient was treating pelvic floor pain (pre-existing) and after using the minnova her condition became worse. Patient said after using the device twice, she is now experiencing a lot more pain and a burning sensation. Urologist who prescribed the device recommended that the patient see a pelvic floor specialist. Patient saw pelvic floor specialist and patient said, the pelvic floor specialist told her that, he believes that device caused damage to her vaginal tissue and patient was given a prescription for co-estra.

Manufacturer narrative:
The investigation has not been completed at this time.